Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a reagent leak coming from the creatinine module of the unicel dxc 880i synchron access clinical system. Customer reported the leak occurred while they were doing the monthly maintenance. Customer reported they were wearing gloves and a lab coat. Customer reported they were able to clean-up the leak and contained the leak to the instrument. Customer reported that the leak was small and appeared to be coming from the reagent pump inlet valve. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the tri-continent syringe and resolved the leak.

Manufacturer narrative:
(B)(4).